Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 6802146 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 550cc and experienced rupture on the left side and capsular contracture baker grade IV on the right side. Rupture was confirmed via MRI. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2020. This report is for the right breast prosthesis.